Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown. Therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Drra was received. The purpose of this study was to provide a descriptive assessment, using real-world data (rwd), on the use of depuy synthes limb preservation system (lps) and attune revision lps. Patients were identified in the premier healthcare database (phd) between (B)(6) 2001 and (B)(6) 2023. 625 patients were implanted with lps implants. 16 patients were implanted with the lps hip subgroup, femoral stems (cemented stem, 31.3%; porous stem, 43.8%) and segmental components (68.8%) were also commonly used; 1 patient (6.3%) had a distal femur, and 2 patients (12.5%) had a universal tibial hinged insert. 207 patients were implanted with the lps knee subgroup , other components frequently observed were the universal tibial hinged insert (54.1%), femoral sleeve adaptors (33.8%), segmental components (32.9%), and femoral stems (cemented stem, 28.5%; porous stem, 5.3%); 1 patient (0.5%) had a proximal femoral body, 1 patient (0.5%) had a proximal tibial replacement component, and 8 patients (3.9%) had the attune revision lps insert. 260 patients were implanted had the universal tibial hinged insert (comprising the universal tibial hinged insert only subgroup). 142 patients were implanted without either a proximal femoral body or distal femur -other components observed for this subgroup were femoral sleeve adaptors (12.3%), segmental components (9.2%), and femoral stems (cemented stem, 3.5%; porous stem, 0.4%); 1 patient (0.4%) had a proximal tibial replacement component (0.4%), and 1 patient had a hinge pin (0.4%). 183 patients were implanted with attune revision implants. 183 patients were implanted with attune revision. Attune revision lps cohort included 183 patients with inserts and 2 patients with sleeve adaptors. Additionally, this cohort included patients with lps femoral stems (cemented stem, 4.3%; porous stem, 4.3%) and lps segmental components (3.3%). Outcomes were based on subsequent surgery within 24 months. Lps hip 3 for infection, 3 for mechanical complications (dislocation), and 1 for other complication (osteomyelitis). Lps knee: 55 for infection, 27 for mechanical complication (dislocation or implant loosening), and 34 for other complications. Insert only: 70 for infection, 19 for mechanical complication, 34 for other complications. Other lps: 39 for infection, 16 for mechanical complication, and 20 for other complications. Attune revision: 31 for infection, 11 for mechanical complication (dislocation or loosening), and 23 for other complications.